Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: smoke from the handpiece. Probable root cause for flow too high: 1. Material/design error. 2. Constant irrigation flow is not maintained leading to limited field of view . 3. Stopcocks in improper configuration. 4. Large anatomy. 5. Missing o-ring. 6. Damaged or deformed o-ring. 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing. 9. User error. Probable root cause for smoke smell or flames coming from device: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. Probable root cause for too much noise or undesired noise: 1. Loose component inside. 2. Fluid leaking. 3. Design error. 4. User with poor hearing . Probable root cause for overheating: 1. Material/design error. 2. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during laparoscopic appendectomy, provider began using the suction irrigator and or (operating room) staff immediately noticed that it was running louder than usual. Cst then noticed what appeared to be either smoke or mist coming from the handpiece. The device would not turn off with the controls, operating room rn and crna had to disconnect device from irrigation fluid and remove batteries from device to turn it off, batteries felt hot to touch. Device removed from surgical field.

Event description:
It was reported that during laparoscopic appendectomy, provider began using the suction irrigator and or (operating room) staff immediately noticed that it was running louder than usual. Cst then noticed what appeared to be either smoke or mist coming from the handpiece. The device would not turn off with the controls, operating room rn and crna had to disconnect device from irrigation fluid and remove batteries from device to turn it off, batteries felt hot to touch. Device removed from surgical field.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.